Manufacturer narrative:
.

Event description:
An article titled "can we predict the response in the treatment of epilepsy with vagus nerve stimulation" was reviewed. The article indicated that a patient was explanted due to an infection. Attempts to obtain additional relevant information have been unsuccessful to date.